Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, there was no issue during valve alignment however, the balloon of the commander delivery system ruptured upon valve deployment when it was fully inflated. The final position of the valve was 90/10 with full expansion and trivial pvl. During withdrawal, the delivery system was unable to be retrieved through the esheath due to umbrella effect of the balloon. Therefore, a surgical cut-down was performed. The patient was alive and in stable condition at the end of the procedure. As per medical opinion, the root cause of the balloon burst was unclear. As per medical opinion, it was thought to be possibly related to an stj calcification .

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints were unable to be confirmed due to unavailability of device returned nor imagery of the balloon was provided. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon) likely contributed to the event as the event. The description and imagery indicated presence of calcium in the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The description mentioned that ''the delivery system was unable to be retrieved through esheath due to umbrella effect of the balloon''. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 device code, type of investigation, investigation conclusions and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon radial tear burst confirmed. No apparent balloon material missing. Distal tip with distal part of balloon separated. Spring coil stretched. Distal part of balloon bunched towards tip and balloon wings flared out. Imagery was provided from the site and revealed the following: calcification present at the native valve and stj. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst was confirmed based on evaluation of returned device. Available information suggests patient factors (calcification) likely contributed to the event as the event description and imagery indicated presence of calcium in the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficult to remove was confirmed based on evaluation of returned device. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the description mentioned that the delivery system was unable to be retrieved through esheath due to umbrella effect of the balloon. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint for detachment of device component was confirmed based on evaluation of returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.